Manufacturer narrative:
A partial distal portion of the lead measuring 54.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that a patient presented with dyspnea. Echocardiogram revealed that the right ventricular lead was exhibiting desynchrony with the left ventricular lead in a bi-ventricular system due to high impedance, loss of capture, and high ventricular thresholds. Lead was explanted and replaced. Patient was discharged without symptoms.